Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 month post-implant, it was reported that the patient suffered a bowel ischemia that ended in sepsis. The pump showed power values of approximately 9 watts and estimated pump flow of 8lpm with a pump speed at 10,000 rpm. The aortic valve opened with every beat and no hemolysis parameters were seen. The right heart catheter measured a cardiac output of 10l. The patient later expired and the cause of death was reported as sepsis and multi organ failure. It was also reported that the pump was working as intended and the surgeon stated the event was not device related.